Event description:
It was reported that during a new cardiac resynchronization therapy pacemaker (crt-p) system implant, this left ventricular (lv) lead exhibited high out of range (oor) pace impedance measurements of approximately 2300 ohms to 2500 ohms in the bipolar configuration. Initially the impedance was noted to be 1100 ohms. The lead was then connected to a pacing system analyzer (psa) and the impedance measurements were the same at 2300 ohms to 2500 ohms. The lead was reconnected to the crt-p device with the same resulting oor impedance measurements. The lead did not exhibit any obvious damage and the lead position was noted to be great based on fluoroscopy. As a result, the lead was programmed to the unipolar configuration with an impedance measurement of 1100 ohms and the physician planned to check the system again the following day. The lead remains in-service. No patient symptoms or adverse patient effects were reported.